Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a calibration failure. There was no harm or injury reported. The device was not in patient use. The device was returned and evaluated by the manufacturer. A review of the event history log identified an error code indicated a power failure event where the ventilator turned off and a power failure alarm was triggered. The probable cause was the depletion of the internal battery without an external power source connected. The system pca (circuit board) was replaced to address the issue.

Event description:
The manufacturer received information alleging a calibration failure. There was no harm or injury reported. The device was not in patient use. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.